Event description:
Event description cpi received information that the patient heard a popping sound being emitted by the implantable cardioverter defibrillator (ICD). Afterward the ICD could not be interrogated. An invasive procedure was performed during which a fractured rate/sense portion of the chronic lead was noted.